Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual inspection of the sample noted 1 two-way foley catheter with material number 175816 and lot ngjx4954 with balloon rupture (measuring 0.2340") on the return sample. No missing pieces were noted. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this week they had three separate foleys with balloons with holes in them, one was a temperature sensing probe foley and one was a silicone foley catheter. The foley fell out as a result. They still had the product (attached are pictures of the lot numbers) ¿ the holes were not visible, but when you try to reinflate the balloon, the balloon did not inflate and the water just leaked out (attached are videos, but it was hard to really visualize in the video). They would also be escalating this through their risk departments there, but they wanted to get this info to you as soon as they could first as this was a huge safety risk. They needed a new foley inserted. Per investigator notification received via task on 14apr2025, it was reported that an additional balloon ruptured silicone foley catheter sample received.